Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 305 mg/dl. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. The pump supplies were changed to address the issue and insulin delivery was resumed.